Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following a lead revision on (B)(6) 2024 [related manufacturer reference number: 1627487-2024-10840] the patient experienced a hematoma due to spinal cord compression by the lead. As a result, the patient, surgical intervention was undertaken on (B)(6) 2024 wherein the system was explanted and replaced to address the issue.